Event description:
The manufacturer received information alleging malfunction of a ventilator failing a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging malfunction of a ventilator failing a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.